Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the hospital from (B)(6) 2024 to (B)(6) 2024 with a chronic driveline infection. Cultures from the driveline came back positive for dipthroids and streptococcus. Blood cultures x2 were positive for strep gordonii. Intravenous (IV) antibiotics merrem were started. On (B)(6) 2024 the driveline was washed out and it was noted that the fascia was involved. The patient would continue merrem antibiotics until (B)(6) 2024.